Event description:
The customer reported the device gave an inadequate low battery warning then the device shutdown unexpectedly during use on a pt.

Manufacturer narrative:
(B)(4). The customer reported the device gave an inadequate low battery warning then the device shutdown unexpectedly during use on a pt. There was no reported adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. See scanned page.